Event description:
It was reported the patient underwent mitral valve replacement surgery due to native valve endocarditis. The patient had a long post-operative course but eventually did well. A f/u indicated the patient was in (B)(4) and had a good assessment of health. Postoperatively the patient became ill and was hospitalized. The patient was diagnosed with prosthetic valve endocarditis with positive (B)(6). The patient was treated with antibiotics but the condition worsened and surgical intervention was prohibitive. The pt expired.